Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements. In addition, no threshold measurements could be obtained. A review of the data revealed numerous episodes of noise that resulted in anti-tachycardia pacing (atp) delivered. There was no ventricular fibrillation (vf) due to the inappropriate atp. A chest x-ray revealed a lead fracture at the lead sleeve location site. A revision procedure was performed. A decision was made to surgically abandon and replace this lead. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was surgically abandoned and replaced successfully. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.